Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Service history found no previous services. The event history log was reviewed and there are no errors related to the customer complaint. A latch lock test was found, and it identified a loose latch lock and sensor was not functioning properly. The latch lock and the flex circuit sensor were replaced. Visual inspection test was found that downstream (dso) seal. The dso seal was replaced. The air detector was also replaced as it was found to be non-functional. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, "key stuck." There was no patient involvement.